Event description:
Information was received from a healthcare provider (hcp) regarding a patient implanted with an implantable neurostimulator (ins). Caller states the patient's implant is no longer working. They are not sure when this began or who the physician is, but states it has been "years". Additional information was received from the patient. When asked about when did they first notice the implant no longer work, they reported that they stopped using the device after about a year because it did help with back pain but it made the leg pain worse. When asked about the cause, patient stated they stopped charging it since they weren't using it. When asked about the steps taken and resolution, patient stated that they will have it removed soon.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.